Manufacturer narrative:
H4: device manufactured march 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed a leak at the reported site. Due to the nature of the sample, no additional tests were performed. The reported condition was verified by the photograph. The cause of the condition could not be determined. Additionally, retention samples were visually inspected with no obvious issue/damage detected. The retention samples were also gravity tested in the laboratory via methylene blue; then leak tested under water; no leak was observed. The reported condition was not verified during evaluation of the retention samples. The retention samples were conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked chemotherapy through the distal needle-free port (clearlink). This was discovered during preparation, further described as "technical reception of the chemotherapy". The set was replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.